Event description:
The customer observed inconsistent clinical chemistry albumin bcg quality control (qc) values when reagent lot 80051hw00 and 83030hw00 were in use. The customer stated the first few albumin calibrations failed, therefore, the technician re-mixed the reagent and calibrators and calibration was successful. The customer performed the recommended troubleshooting procedures and verified the correct albumin assay version was in use. The customer monitored the issue and called back to state that since the techs were mixing the reagent, the albumin calibrations were passing and the qc was within range. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional clinical chemistry albumin bcg reagent lot: 83030hw00, expiration date: 10/10/11. Concomitant medical products: architect c8000 analyzer, list # 1g06-11, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.